Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the coil (subject device) would not advance or retract through the sl-10 microcatheter. The coil (subject device) got broken in the proximal end of the microcatheter and prematurely detached in the microcatheter hub. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The device history record review could not be completed because the lot number is unknown. The subject device was not available; therefore, a visual inspection, as well as a functional evaluation, could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no damage noted to the packaging prior to preparation of the device and was prepared as per the dfu, and also, a continuous flush was set up and maintained for the duration of the procedure and there were no anomalies noted to the device after removal from the packaging or prior to preparation. The introducer sheath was also removed once the coil was fully inserted into the microcatheter lumen. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during procedure the coil (subject device) would not advance or retract through the sl-10 microcatheter. The coil (subject device) got broken in the proximal end of the microcatheter and prematurely detached in the microcatheter hub. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.